Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead: (B)(6) 2013; dtba1d4 bi-v ICD (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that they experienced dizziness, fatigue and feeling nauseous due to their right atrial (ra) lead not capturing. The ra lead remains in use. No further patient complications have been reported as a result of this event.